Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier: not provided. Device lot number: not provided. Initial reporter fax number: not provided.

Event description:
It was reported a screw (mhlas) fractured inside an implant; fractured screw portion was unable to remove. Implant (tsvb13) was removed. Tooth location 43.

Manufacturer narrative:
One scr replace friction-fit gold & ti abut int hex (mhlas) broken within one of the implants were returned for investigation. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (mhlas) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/ CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive root cause could not be identified; however, incorrect assembly of the abutment to the implant may be occurred, user error or inadequate instructions for use.

Event description:
No further event information available at the time of this report.